Event description:
Physical injury related to a fall reported: the pt was receiving hydration fluid via the pump at the time of the event. It was reported that the pt fell into the pump/pole while ambulating in the bathroom. According to the customer contact "the pump's secondary mini-pole was embedded in the pt's arm as a result of the fall. The pt was immediately transported to the emergency dept where pt received 16 stitches to close the wound". The customer contact could not recall which arm was affected. There was no info available related to the pt's level of activity orders at the time of the event. It was reported that the pt had since been discharged to home. The customer contact did not know whether the stitches were removed prior to discharge. Though requested, there was no add'l info available.